Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is placing the implant too deep.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2017 where two implants were placed on each side. The patient complained of right side radicular pain after the procedure. The surgeon determined that the superior positioned implant was too anterior and was impinging on the neuroforamen. Four weeks after the initial procedure, the surgeon performed a revision surgery where he removed the impinging implant and placed a new, shorter, implant of the same type in a new position on the right side. No other implants were adjusted or removed. The patient's status following the revision procedure is not known.